Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and a herniated disc. The patient stated that they felt the device warming at the battery site while programming them in the supine position. The patient noted that this happened 1 other time a couple weeks ago. The patient sat up and it subsided. The patient has a new group to evaluate and will keep the rep posted on any new occurrences. This happened on group a on (B)(6) 2018. It was unknown if the issue was resolved but the patient was noted to be alive with no injury. The rep would hear from the patient within a 2 weeks times frame. No further complications were reported/are anticipated.